Event description:
It was reported that a revision surgery was performed due to loosening of the tibia component and detached insert.

Manufacturer narrative:
(B)(4). Initial MDR was filed with our (B)(4) supplier as the manufacturer. The correct manufacturer number should be 1020279. The associated devices were returned and evaluated. The visual inspection of the returned device confirms that the wire is broken and bent. A review of the complaint history shows no prior complaints for the listed lots. No clinical supporting documents have been provided to conduct a thorough analysis of this case. Our lab did an analysis and the results were: the returned genesis ii knee components were examined visually. The femoral component had signs of cement on the bone-contacting surface that appeared well adhered since it did not become dislodged with the application of manual force. The articulating condylar surfaces of the insert had scratches and localized regions of deformation that may have been caused by third-body wear. The presence of third-body debris may be attributed to bone cement and/or bone particles in the joint. The surface of the insert which contacts the tibial baseplate showed signs of deformation. The surface of the tibial baseplate which contacts the insert showed signs of deformation that corresponded a similar location as seen on the insert. These features indicate that the insert was most likely never full locked into the baseplate. An insert that is never fully locked can contribute to loosening, as reported. A definitive root cause cannot be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.